Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the echelon gold reloads didn¿t form staples fully after firing. The doctor used another reload to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. Was buttressing material utilized? If so, which product? No buttressing material used was the instrument fired across or near an existing staple line or clip? No, it is on plain tissue. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, with regular force of firing.